Event description:
Abiomed received a report of: a pt with a abiomed device in (s/p large mi, iabp, ef 20[%], sent for possible transplant and/or lvad placement). A clot was identified in the device. The physician ordered the device changed out. The perfusion team stopped the abiomed device for 50-60 seconds. During this time, both the inflow and outflow tubings were cut at the same time. The patient did not have any underlying heart function and the blood pressure dropped rapidly. It was deemed appropriate to abort the changeout and reinitiate with the same device to recover the bp. The report stated that the cannulae were not properly labeled at transport, and that in fact, the cannulae had been crossed under the chest by the outside physician.